Manufacturer narrative:
The reported event has to be seen in coherency with a similar event with the same device which had occurred on (B)(6) 2016. That event was reported under the following reference numbers: MDR 9611500-2016-00193, (B)(4). Please be referred to the combined investigation report under the mentioned reference numbers.

Event description:
It was reported that during ventilation the device performed warmstarts with alarm. No injury reported.